Event description:
Surgeon was implanting the final femur and it would not go on. Surgeon asked for another implant. He then measured the a/p of the real implant compared to the trial and the numbers were different. Surgeon noticed that the anterior flange and the peg holes were not lining up. With the new implant, it went on smoothly.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a size/fit discrepancy involving a triathlon femoral component was reported. The event was confirmed. Method & results: -device evaluation and results: a dimensional inspection confirmed the anterior flange to be out of tolerance. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the returned device was +0.0793 inch out of specification. It was determined that the event is associated with an existing CAPA to investigate this non-conformance.

Event description:
Surgeon was implanting the final femur and it would not go on. Surgeon asked for another implant. He then measured the a/p of the real implant compared to the trial and the numbers were different. Surgeon noticed that the anterior flange and the peg holes were not lining up. With the new implant, it went on smoothly.